Event description:
The customer reported that the clear insulation came off during the procedure. No pt injury was reported.

Manufacturer narrative:
(B(4). Date of initial report: (B)(4) 2013. Visual inspection of the returned sample found the clear insulator loose in the package. The electrode blade and blue insulation were scratched and the insulation torn. The instructions for use states that cleaning the electrode with a scratch pad or other abrasive object, or scraping with a sharp object may damage the electrode. If the electrode is damaged, it should be discarded.